Manufacturer narrative:
The zoll catheter in complaint was returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed when investigation has been completed.

Event description:
On (B)(6) 2018, the manufacturer was made aware of an event that occurred on (B)(6) 2016. Per information, the patient was inserted an icy catheter in the femoral vein with no reported issue. At an unspecified time during ivtm therapy, leak on the catheter was observed when contrast fluid was injected into one of the infusion lumens. Upon inspection, the median line of the catheter was observed to have split in half approximately 2 cm in length. The reporter was unable to specify the amount of pressure during contrast infusion. Following this, the catheter was removed and another catheter was placed to continue therapy with no further issue reported. No known impact or patient consequence was reported. No further information is available.

Manufacturer narrative:
The reported catheter leak was confirmed. Visual examination found a tear on the medial luer due to mishandling. The catheter had blue in/out luers. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. The customer used a pressurized infusion pump during therapy. The IFU warns against using pressurized device as it could damage the catheter.